Event description:
Blood glucose reading of 580 mg/dl and a relative called emergency medical technicians (emts). It was reported fifteen minutes later, emt meter read 115 or 116 mkg/dl nad took customer to the hosp. Reporter stated hosp meter read 112 mg/dl and treated customer with an IV, contents unk. It was reported the test strips were expired. A request was made for the return of the suspect device and replacement product was sent.